Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual decrease in pacing impedance for several months. The impedance reached low out of range values. Tones were triggered on the device as a result. The health care professional (hcp) is to discuss potential following actions. The lead remains in use. No adverse patient effects were reported.